Manufacturer narrative:
One (1) concorde bullet 9x8x23 5 degree lordotic cage [product code: 1878-23-408] was returned to the cqu for evaluation. Visual examination revealed that the cage had become shattered into multiple pieces. It should also be noted that a DHR review for the concorde cage could not be conducted as the cage was shattered into pieces. Lot number is etched on the device surface and there is no means of identifying its lot number because of its damage. Therefore, without the lot number, no review of the manufacturing records could be completed. No emerging trends were found requiring further actions. A definitive root cause for the concorde bullet cage fracturing into pieces cannot be positively determined. However, it should be noted that polymer/carbon-fiber cages are designed to support physiologic loads. Higher than anticipated torque levels when applied to insertion tools, can cause splitting or fracture of cages. Additionally, as noted in the accompanying instructions for use, when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon implanted the concorde cage at l5. As he was impacting the cage, it shattered. He pulled fragments all fragment out. Left the remaining cage in disc space. Patient was not harmed. Set screw got cross threaded. This in turn ruined the threads in the set screw and pedicle screw.